Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed in (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D13378, log471715) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menorrhagia with irregular cycles.") And dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy,right salpingo-oophorectomy,left salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menometrorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menometrorrhagia and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in medical records : dysmenorrhoea, menometrorrhagia and pelvic pain. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received. Reporter added. Plaintiff's demography added. New lot no. Added. Essure insertion and removal date updated. Event medical device removal updated to pelvic pain. New event added: menorrhagia with irregular cycles and dysmenorrhea. On 7-oct-2020: pif received. Reporter information updated. Essure indication added. Follow up 2 and 3 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D13378, log471715-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menorrhagia with irregular cycles.") And dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy,right salpingo-oophorectomy,left salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menometrorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menometrorrhagia and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in medical records : dysmenorrhoea, menometrorrhagia and pelvic pain lot number reported (log471715) is not valid. Batch no d13378 production date 2014-09-24 expiration date 2017-09-28. Lot number reported (log471715) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2020: update of information (batch is not valid). On 22-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed in (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.